Event description:
It was reported that a patient's blood glucose levels (bg) reached 290 mg/dl, while wearing the pod between 4 and 24 hours. When it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
A tear in the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to corrosion on internal components. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Remove from emdr-160430. H1 - type of reportable event = serious injury. Add to emdr-160430. H3 - device evaluated by mfg? = yes. H1 - type of reportable event = malfunction.